Event description:
On (B)(6) 2012, a health care provider (hcp) reported that the patient heard a pump alarm. It was further noted that a care giver believed the patient was spastic. The pump was noted as having alarmed for a week. The pump in (B)(6) showed that there was 1 month to elective replacement indicator (eri). The hcp was inquiring on how long it would take from the time the pump started alarming to the time the pump actually shuts off, being the patient needed to be placed on oral medications. The pump was noted as being full. Based on the pump's implant date, end of service (eos) was thought to have had already occurred but was not confirmed. The hcp planned to have the pump replaced. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient went through withdrawal before with the patient's prior pump. It was noted that it was prior to the critical alarm going off. It was reported that the patient's caregiver told the patient "I am coming up there and they shut if off I had baclofen on hand I gave her baclofen". It was noted that the patient's pump was changed on (B)(6) 2013. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of event was normal battery depletion. The pump was turned off due to battery depletion. The patient had since been converted to oral baclofen. The patient outcome was noted as no injury.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).